Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during procedure the rocar kept detaching from the white connector on the end of the advance xp sling when he tried to pull it through the incision. He attempted multiple times but it still detached. They did not have an additional sling so therefore procedure was abandoned. There is no additional information reported.